Manufacturer narrative:
Batch review performed on 13 november 2020: lot 162246: (B)(4) items manufactured and released on 30-jun-2016. Expiration date: 2021-06-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in after 2 years and 7 months from the primary surgery reporting pain due to a loose stem. The cause of the loose stem is unknown. The surgeon revised the amistem-h std. # 0 with a quadra h sn standard #0, and the 32mm biolox delta head s, with a 32mm biolox delta head m(the liner was not revised). The surgery was completed successfully.